Manufacturer narrative:
H3) the returned cable had no failure found when analyzed. No failures or errors were detected while under test. Continuation of d11) pn: bi30000443, ln/sn: (B)(6): s/n (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000475r. A representative went to the site to preform system check out. It was noted that the frame rate error displayed when taking images, and the umbilical was hard to seat. They replaced the umbilical cable, and the system passed all testing. Umbilical has not returned for analysis at the time of report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used for a sacroiliac and thoracolumbar procedure. It was reported that the site was getting an image frame rate error with the system, and they were unable to get the system to take a spin. After re-seating the umbilical cord it was noted that they were able to take an image with the system and proceed. Patient was present. Less than 5 min delay was noted.